Event description:
Oracle ro (B)(4): fails occlusion at 9.28 psi (during testing/no patient injury).

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Fluid ingression was found on the downstream occlusion sensor. Replaced the downstream occlusion sensor. The cause of the reported problem was traced to the user determined fluid ingression into the device. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Corrected data: d4: correction: model number: 6400. H6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.